Manufacturer narrative:
(B)(4). Date of non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was conducted. Manufacturing location: (B)(4). Manufacturing date: 23-may-2016. Expiration date: 30-apr-2025. Part #: 04.005.532s, lot#: h099883 (sterile) -. Quantity 120. Inspection sheet for whirl thread, vibe, flute final inspection met inspection acceptance criteria. Component parts reviewed: part 04.005.532.999 lot: h061171. 5.0mm ti screw blank 42mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2016 for treatment of a femur fracture were the surgeon used the (tfna) trochanteric fixation nail advanced implants. Patient was implanted with one (1) tfna 12mm/130 deg ti cannulated nail, one (1) lag screw and three (3) distal locking screws. On an unknown date, post-operative, patient presented with a non-union at the intertrochanteric distal third portion of the femur bone. On (B)(6) 2017, surgeon removed all implants and revised the patient to a competitor¿s natural nail. It was reported that no fragments were generated during implant removal. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This report is for one (1) 5.0mm locking screw for im nail. This is report 3 of 5 for (B)(4).